Manufacturer narrative:
Analysis: it was reported that the valve had been stored in formalin for 96 hours post explant. The valve was received in an explant kit, 0.2% glutaraldehyde. The valve tissue has the appearance of tissue that had been left out of solution, and has become slightly shrunken and dessicated. The left and right cusps are wide open, with some areas of the lunulae and free margins of the right cusp resting on the bias cloth. The leaflets are slightly stiff but flexible. A tear of unknown origin is present in the left cusp lunula along the captive ridge. A hole in the left cusp lunula appears to be associated with a long suture tail. A complete tear along the margin of attachment and the right non-coronary and non-coronary left commissural attachment of the non-coronary cusp appears to have occurred during retrieval. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: due to the condition of the valve as received, a thorough evaluation of the product could not be performed. As such, no definitive conclusions can be drawn regarding the performance of the product. The holes/tears described above likely contributed to the reported regurgitation. However, the extent to which the holes/tears contributed to the patient's heart and respiratory failure cannot be determined.

Event description:
Medtronic received information that in 2007, the patient underwent aortic valve replacement and CABG due to aortic stenosis and coronary artery disease. It was reported that at the time of the initial implant, the patient's lung function was poor. It was reported that a small amount of central and paravalvular regurgitation was noted immediately post implant, but the volumes were considered to be within an acceptable range. It was reported that a few days after the initial surgery, the patient suffered from heart failure and respiratory failure. The patient was intubated, and regurgitation was confirmed by trans-esophageal echocardiogram. However, it was not known if the underlying cause for the patient's condition was valve related, coronary artery related, or lung related. Catheterization demonstrated an increase in pulmonary artery pressures, and an increase in regurgitant volumes. It was decided to replace the valve. When the surgeon opened the aorta, the cusps of the valve remained open, which was suspected to be the cause of the aortic insufficiency. Following the surgery, pcps was applied for respiratory assistance. The current status of the patient was not provided. The explanted valve was preserved in formalin for 96 hours following explant.